Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual inspection of the device identified the tip had fractured. The sutures and anchors were not returned for evaluation. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Exact lot number is unknown. Possible lot #'s for this device include: 124510 or 116720 or 899470 or 962380. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago, the tip of the inserter was fractured while the surgeon was inserting the anchor into the patient's burr hole. Surgeon tried to remove the fractured piece from the patient, but was unable to. Surgeon decided to finish the surgery without removing the fractured piece from the patient and completed the surgery with a second device. There is no plan to revise the patient to remove the piece. Attempts have been made and no further information has been provided.